Event description:
According to the reporter, during an esophageal procedure, the bravo capsule failed to attach to the patient's esophagus. A repeat procedure was necessary due to the alleged malfunction. No other known adverse events were reported.